Event description:
It was reported that during an unrelated procedure, lead dislodgement confirmed through fluoroscopy was noted on the right atrial (ra) lead. An additional procedure was performed where the ra was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.